Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer temperature quickly goes high temp and alarms. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for investigation in used conditions. Device did not have the back panel, return tube has cracks on it and white screws were not cut down correctly. The printed circuit board was not installed per IFU. Functional testing confirmed the customer complaint of overtemp and alarm. The return tube, back cover and o-rings were replaced and the device was calibrated. Device was tested again where it passed all functionality tests. This was caused by the device not being assembled correctly. Manufacturing device history review was not done as the device was beyond a year from the manufacturing date. Service history review showed device had not been in for service previously.